Event description:
A report was received from the affiliate indicating a healthcare worker was burned when exposed to hydrogen peroxide (h2o2). The hydrogen peroxide (h2o2) contact was on the employee's hands (two fingers were burned). The patient was bandaged and ointment was applied. The burns lasted approximately 1-2 hours. The symptoms developed within minutes of exposure to h2o2. The symptoms have now resolved. When the tyvek peel pouches were removed from the unit there was visible white powder (residual h2o2) on the outside of the packages. The burns and skin irritation occurred as a result of the employee touching the outside of the packages. The employee was not wearing personal protective equipment (ppe). The employee was trained on the use of the sterrad operating parameters, instructions for use and maintenance, safety precautions and acceptable load conditions. The healthcare worker did not miss any work as a result of this event. Following the incident the unit was turned off and a test load was run; everything seemed to be working fine with the unit.

Manufacturer narrative:
The healthcare worker is a team lead, and is considered a veteran employee due to length of employment. No other pt info was provided by the facility. The frequency of exposure to the sterrad sterilizer is intermittently throughout the workday; 2-3 hours per day. At the time of this incident the sterrad sterilization cycle had completed. A biological indicator was not used in the load. The vaporizer plate was in place and had been recently cleaned. This unit was last serviced on (B) (6) 2009, for printer failure. The unit was purchased approx in 2006 and is no longer under warranty. The unit is maintained regularly by a third party. There are no peroxide residue samples available. Add'l inquiry on the cleaning, rinsing practices were reported as "routine practice." According to the facility's sterile processing and distribution (spd) technicians on duty the instruments are always dried prior to placement in the sterrad unit system for sterilization; although this was not observed per the initial reporter. All items in the load were repackaged and reprocessed. The unit has not been serviced since the event occurred. However, the reporter of the event had several conversations with the service technician and was reassured there was no apparent problem with the machine rather a drying issue. The importance of all instruments being completely dry prior to sterilization and the possible results if they are not both thoroughly rinsed and dried. The account indicated there are regular reviews with the staff to go over the instructions for use (IFU) for the sterrad. Per the sterrad 100s user's guide: items not to be processed: any item that is not completely dry. Cleaning, rinsing, and drying: cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization. Rinse items thoroughly to remove detergent or cleanser residue. Use treated water that is of a quality that ensures hard water stains do not occur. Failure to remove all organic materials or detergents may result in the formation of light-colored residue on the devices. If residue is visible, you should clean, rinse, dry, and re-sterilize the device prior to use. Dry all items thoroughly. An acceptable method for drying is to blow compressed gas through the lumen until no moisture exits the distal end of the device. Please ensure that any method used to dry the devices is in accordance with the MFR's instructions for use or contact the device MFR to obtain appropriate and safe procedures. It is necessary to remove moisture from all parts of the items. Only dry items should be loaded into the sterilization chamber to prevent cycle cancellation. Warning! Possible residual hydrogen peroxide contact!; failure to ensure that instruments are completely dry before they are processed in the sterrad sterilizer may result in residual hydrogen peroxide being present on the outer surface of the load. This may cause contact burns when the surface of the load is handled. This is one of four 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00594, 2084725-2009-00595, 2084725-2009-00596.